Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire separated from the applicator while being removed from the package. There was no patient involvement. No additional event or patient information is available.